Manufacturer narrative:
As reported, the 2mm 10cm saber percutaneous transluminal angioplasty balloon catheter was used but ruptured at eight atmospheres during its initial inflation. This occurred during an evt procedure. The lesion was noted to have mild calcification and a 90% stenosis. The vessel had mild tortuosity. The complaint device was replaced with another different sized saber. There was no reported injury to the patient. The product was stored properly and prepped according to the instructions for use (IFU). There was no difficulty removing the product from the hoop, removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device was not being used to treat a chronic total occlusion (cto). There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel or crossing the lesion. The device was never in an acute bend and was never kinked during use. The product was not returned for analysis. A product history record (phr) review of lot 82257867 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon- burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of mild calcification with 90% stenosis may have contributed to the reported event, as damage to balloon material may have occurred during crossing or upon inflation. However, without the return of the device for analysis, it is difficult to draw a clinical conclusion between the device and the event reported. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the 2mm 10cm saber was used but ruptured at 8 atm during its initial inflation. The complaint device was replaced with another different sized saber. There was no reported injury to the patient. The product was stored properly according to the instructions for use (IFU). There was no difficulty removing the product from the hoop, removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device was prepped per the IFU. This occurred during an evt procedure. The lesion was noted to have mild calcification. The vessel had mild tortuosity. The lesion was noted to have a 90% stenosis. The device was not being used to treat a chronic total occlusion (cto). There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion with the balloon cath. The device was never in an acute bend and was never kinked during use. The device will not be returned for evaluation.